Manufacturer narrative:
(Results) the average age of the study patients was (B)(6) years. The study consisted of 468 males and 690 females. Bone void filler (details not provided) posterior instrumentation (details not provided).

Event description:
Post operative complications were reported in a retrospective study presentation of patients who underwent instrumented lumbar poste rolateral fusion with rhbmp-2 for degenerative spine conditions between 2002 and 2009. Patient risk factors included diabetes, cardiovascular disease, respiratory disease, tobacco use, anti-inflammatory drug use, steroid medication, allergies, non-union, infection, instrumentation and levels fused. Four patients had malpositioned implants. No further details provided.

Manufacturer narrative:
(B)(4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Post operative complications were reported in a retrospective study of patients who underwent instrumented lumbar posterolateral fusion with rhbmp-2 at a single practice by five orthopedic surgeons between (B)(6) 2002 and (B)(6) 2009. Persistent symptoms refractory to non-operative treatment included nonsteroidals, physical therapy and/or spinal injections existed. The mean total bmp-2 dose was 12.5 mg per patient (range 4.2-36.0). Patient follow-up occurred at two weeks, six weeks, twelve weeks, six months, one year and later if required. Four patients had radiographic findings of malpositioned implants.